Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The actual sample was visually inspected and was found that the luer lock connector is acceptable no damages was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the sample was not confirmed the alleged failure stated in the complaint. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak with the safe lock adapter. The patient stated the adapter that connects to the baxter bag threads are not tight. Vibrations loosen the adapter connection causing fluid to leak. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to eventually complete peritoneal dialysis treatments using new a cassette, adapter, and baxter solution bag with the cycler. The patient is continuing with peritoneal dialysis on the original cycler by taping the adapter to the baxter bag connector. The patient confirmed that the adapter is available to be returned to the manufacturer for physical evaluation.